Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had the device removed because it was not helping and it was hurting.